Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed intermittently responsive keys and contamination under the keypads. This report is made based on the results of an investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: keypad is fully intact, with no peeling or damage observed."contrast¿ key responds intermittently. Keypad was removed to investigate and evidence of keypad contamination was located under ¿contrast¿ and "down" contact button. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.